Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.